Event description:
It was reported that after closing a session with the programmer the healthcare provider forgot to reset the counters and attempted to re-interrogate the cardiac resynchronization therapy pacemaker (crt-p). Upon interrogation a message was displayed that indicated the programmer wand needed to be adjusted as the device could not be identified. The hcp also applied a magnet to the crt-p and there was no response/change in the pacing rate. The physician advised the patient was admitted until a resolution, approximately four hours later it was reported that the crt-p was successfully interrogated, and the patient was sent home. It was noted that the crt-p had received a recent software update. The crt-p remains in service and no adverse patient effects were reported.